Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, surgeon performed an open whipple procedure. On post op day two, the patient required three units of blood caused by bleeding. It has been reported that the loss of blood is 500cc or more and surgical time was extended for more than 30 minutes when the patient readmitted to repair the area.